Manufacturer narrative:
(B)(4). Two photos were provided for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photos. One unit of 528235 visistat 35w 6/box was returned for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. Dimensional and functional inspection was not required as a part of this complaint investigation. A device history record (DHR) review was conducted for lot # 73e2200193 and no issues that could have contributed to the reported event were identified. Further investigation has been initiated under teleflex's quality system to determine root cause. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: the package was found broken during inspection. It involved 97 pcs. All devices have a sterility breach for sure. The outer box was not damaged.

Manufacturer narrative:
Qn#(B)(4). Quantity of 97 pieces were found during incoming inspection. From the pictures provided it was confirmed that the defect reported by the customer broken package-sterility compromised. However , it is necessary to receive the physical sample to perform a proper investigation, determine root cause, and implement corrective actions. The device history review for the product visistat 35w 6/box lot# 73e2200193 investigation did not show issues related to the complaint.

Event description:
Reported issue: the package was found broken during inspection. It involved 97 pcs. All devices have a sterility breach for sure. The outer box was not damaged.